Manufacturer narrative:
The customer contacted a siemens customer care center (ccc) specialist. The customer stated that quality controls (qc) were in range and there were no concerns on the date of the event. The customer also stated that they ran qc at the end of the run which was in range before and after the discordant result was obtained. A siemens customer service engineer (cse) was dispatched to the customer site. After evaluating the instrument, the cse performed acid/base dry testing, resulting in low relative light unit values. The acid /base reservoirs were decontaminated during a prior service visit, however the issue returned after one week. The cse replaced the acid/base pumps, and acid/base tubing. The cse performed dry testing, resulting within the specified parameters. The cse ran (B)(6) control precision testing, resulting within range. The customer completed daily qc, resulting acceptable. The cause of the discordant, false (B)(6) result on one patient sample is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
A discordant, false (B)(6) surface (B)(6) result was obtained on a patient sample on the advia centaur xp instrument. The (B)(6) result was not reported to the physicians. The customer repeated the sample on an alternate advia centaur xp instrument in duplicate, resulting (B)(6). It is unknown if the repeat result was reported to the physicians. No numerical test value was provided. There are no reports of patient intervention or adverse health consequences due to the discordant, false (B)(6) result.